Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00247. Device was disposed of by hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician met resistance and decided to resheath the ruby coil. While the ruby coil was being retracted, it unintentionally detached inside the lantern and became stuck. The physician was unable to flush the coil with saline or retract the coil back out and therefore, decided to remove the lantern containing the ruby coil from the patient. The procedure was completed using two new ruby coils and another manufacturer's microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(6).